Event description:
It was reported that difficulty was encountered during stent deployment resulting in stent elongation from the deployment area to the access site resulting in a vessel perforation. The patient was transferred for surgical intervention, where the vessel was successfully repaired with a polyurethane patch.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The delivery system has been returned for evaluation. The event investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states (B) (4).